Event description:
Customer reported erratic hemoglobin test results (both low and high) and failing quality control results were obtained when using the coulter® lh 750 hematology analyzer. Also, there were several "xb out" batches (xb is an additional instrument measurement for consistency of test results) on (B)(6) 2014. No erroneous results were reported out of the lab; however the customer does not know how many patients may have been affected by this issue. There was no reports of death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and identified buildup in the hemoglobin cuvette and replaced the hemoglobin cuvette. The lamp and vent line were also replaced. The fse performed a blank adjust and blank sample resolving the hemoglobin and xb issues. (B)(4).